Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of huwi1365 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was placed on (B)(6) 2013. On (B)(6) 2013 they found out catheter was "broken in half pre-cuff during removal and clot found at catheter tip". Pt was not harmed. Catheter was being removed after treatment completed and completely severed above the cuff during removal.